Event description:
The patient is using antibiotics.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient's relative reported swelling and "yellowish discharge," progressing to seroma. Patient reported, "prosthesis turned inside the breast," "sore,¿ nodule, "lobulated contours," and folds. Patient can "no longer sleep properly" due to pain and feels "worry" due to recall. Puncture was performed as treatment. Device remains implanted. This represents the left side.